Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the pt was overcorrected and the axis flipped from with-the-rule to against the rule astigmatism by +1.00 d. The surgeon reported that the lens was a little off from the intended axis. The surgeon reported the pt's postoperative bcva is 20/25, but he does not understand why it is better than this. The surgeon does not feel the iol caused or contributed to the event. The pt has opted for monovision and the surgeon does not plan on any secondary intervention at this time. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 04/12/2012 and 04/26/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).